Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017 the 3.0x18 mm xience alpine stent was implanted to treat a restenosis lesion in the predilated, mildly calcified, moderately tortuous, mid left anterior descending coronary artery. Timi iii flow was achieved and the patient was discharged. Several months after the stent was implanted, the patient expired on (B)(6) 2018. An autopsy was not performed. In the physician's opinion the patient death may be related to the procedure, but the death is not related to the xience stent. The cause of death is not known. No additional information was provided.